Event description:
Upon receipt of additional information, this report will be completed under manufacturing report number 0001825034-2020-04013.

Manufacturer narrative:
Upon receipt of additional information, this report will be completed under manufacturing report number 0001825034-2020-04013.

Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the surgeon attempted to drill a pilot hole through the cut guide. The drill bit appeared to have cold-welded to the cut guide. There was no patient injury as a result of the event. Attempt for further information has been made, but no further information has been provided.